Event description:
It was reported that this right atrial (ra) lead was explanted due to infection and pocket erosion. A new lead was successfully implanted. No additional adverse patient effects were reported.